Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown, h3: device has not been returned to manufacturer.

Event description:
It was reported that the pump exhibited a ¿check clutch plunger lever¿ message. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection found a cracked plunger case and damaged top and bottom case. A check clutch/plunger lever error was revealed in the event history log. Functional testing was able to duplicate the reported problem. It was determined that the aged and worn clutch halves was the root cause and were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.